Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an occlusion alarm; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with occlusion alarm was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.